Event description:
It was reported that when asymptomatic patient presented to the clinic for a routine device check, right atrial (ra) lead exhibited high pacing impedance. This has been a known issue since early 2023. They have just been monitoring it. The lead will be monitored as there is no plan to replace or revise the lead at this time. The patient is in stable condition and no complaints.